Event description:
A male patient contacted lifecor customer support to report that neither battery pack will power up the monitor. He stated that both battery packs yield the "battery pack fault" led on the battery charger along with the fully charged led. Support sent a patient services representative (psr) to the patient and the psr stated that neither battery pack would charge reliably in the charger. Support had the psr exchange the battery packs and battery charger.

Manufacturer narrative:
Device manufacture dates: battery charger - 2006. Battery pack - 2008. Battery pack 2007. Device evaluation summary: device evaluations of battery charger battery packs have been completed. The reported problem was confirmed. The cause of the fault flags was corroded battery contact terminals in the battery connector of the charger. The corrosion prevented proper contact with the battery pack connector contacts. The root cause of the corroded terminals was probably liquid spillage into the battery well area of the charger. The charger was repaired and restocked. Battery pack had a corroded connector. It looked as if the battery pack had been in contact with some liquid. Battery pack was fully functional. It was retested and restocked. No adverse event resulted from the damaged charger or battery pack. The patient received replacement battery packs and charger.